Manufacturer narrative:
Percutaneous coronary intervention (pci) was performed on this pt who presented with disease in the proximal, and mid to distal right coronary artery (rca). The lesion was pre-dilated with a 2.0mm balloon before deployment of a 3.5x13mm cypher stent and a 2.75x33mm cypher stent, both at unknown inflation pressure. Fifty days later, the pt returned for treatment of the left main coronary artery and 70-80% in-stent restenosis of the previously treated vessel was found. It was ballooned. The pt was also prescribed aspilet 160ml, simvastatin 20ml and plavix, for one year. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products used in the pt that were reported under the following manufacturing numbers 9616099-2006-01688 and 9616099-2006-01689.

Event description:
In-stent restenosis was found 50 days after the initial procedure.